Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) lcd display. The unit passed extended self-testing.